Manufacturer narrative:
The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-07765, 2134265-2017-07762, 2134265-2017-07763 and 2134265-2017-07952. It was reported that automatic pullback failure occurred. The 95% stenosed target lesion was located in the mid left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), the physician tried to use intravascular ultrasound (ivus) to check the morphology of the lesion but the pullback process did not work and the image disappeared on the screen. So he remove the opticross¿ imaging catheter from the patient's body and used a new catheter to try it again. However, the second opticross¿ imaging catheter had the same problem, pullback did not work and the image disappeared. Finally, the physician finished the pci without using the ivus. No patient complications were reported and the patient's status is stable.